Manufacturer narrative:
Follow-up #1 date of submission 12/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the black box data showed no reboots. A visual inspection of the pump showed that the battery compartment was cracked. Corrosion was observed in the battery compartment. No damage was found to the returned battery cap. The battery cap was able to securely attach to the pump. The pump powered on normally and was exercised for 24 hours with no reboots. The pump failed a leak test at the battery compartment. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that the pump had lost power. Reportedly, there was evidence of moisture in the battery compartment. The patient's blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.